Event description:
It was reported that there was a change in therapy effect. Since the pump was filled with medication, the patient had no relief, and stated his spasticity had actually gotten worse. The healthcare provider (hcp) was planning on performing a scan of the pump and catheter, but the patient could not remember the type of scan they would be using. The patient did not think the pump was the problem; he believed it was the catheter. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).